Event description:
It was reported the device shows high pressure randomly about 3-4 times per month. Patient stated she turns off and resets the pump a few times then it will start working fine. No interruption reported. Both pumps do not show high pressure at the same time. Patient reported fluid retention. The product did not fail while in use with the patient. The device is available for investigation. The infusion is life sustaining. The outcome of the event is: resolved. Patient used remodulin. Additional information received on 04-aug-2020: date of events: happens ?randomly? Per patient statement. The patient was provided a return box for both pumps and instructed to return the pumps. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with a scratched screen. The customer stated problem was not duplicated. The device started up and ran with no issues. No device problem was found. The ehl (event history log) was reviewed and found no evidence of the error code in the log. No further action will be taken at this time. The cause of the reported problem could not be determined. A DHR (device history review) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).